Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient showed signs of aortic valve (av) regurgitation and difficulties in volume management. The patient felt fine under the circumstances. Intermittent low flow hazard alarms were noted. 2.0l alarm threshold adjustment was installed. No issues occurred and the low flows decreased following the adjustment. Further evaluation and optimization was needed.

Event description:
Additional information was received that no log files were provided but the low flows resolved with the alarm threshold adjustment. No information was available if the av regurgitation existed pre left ventricular assist device implant or an onset date of it. However, it was reported that a device issue did not cause or contribute to the av regurgitation. The symptoms the patient exhibited was reported as reduced physical exposure. The information on the treatment and if it was resolved was pending but no further information was to be provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 lvas (left ventricular assist system), serial number mlp-035447, could not be conclusively determined through this evaluation. The reported low flow alarms were confirmed by an abbott representative. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU) contains the following information: section 4 outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 5 explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 7 outlines all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.